Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was a low draw with 4 tubes and after draw the stopper popped of with 1 tube. There was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: customers reported that a tube with this batch number appeared the cap fell off after the blood was drawn, causing blood leakage (no contact with the skin of user or patient); in addition, the customer used about 1,000 yellow tubes every day, and about 4 tubes has low draw issue (draw about 1ml).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was a low draw with 4 tubes and after draw the stopper popped of with 1 tube. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customers reported that a tube with this batch number appeared the cap fell off after the blood was drawn, causing blood leakage (no contact with the skin of user or patient); in addition, the customer used about 1,000 yellow tubes every day, and about 4 tubes has low draw issue (draw about 1ml).